Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient was not crossing over. A technical support specialist found that the patient was listed on the es server in a pre-admission status and admitted to a fictitious unit. The customer indicated that the patient had already been discharged. After the investigation, the system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, patient was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.